Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was received after patient death with no telemetry and leads still attached. As a result there is no implant data to be retrieved from the device and no implant data was provided from the field. Queries to carelink also provided no device data. Without this information a conclusive analysis cannot be performed.(B)(4).

Event description:
The device was returned to the manufacturer from a mortuary with no additional information. The device was analyzed and subsequently tested out of specification. The cause of death has been requested and not received.